Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, the 1.00mm x 4.00cm galaxy g3 mini (glm910040 / 1632516s) was impeded in the hub of the microcatheter (unspecified brand) and could not be pushed into the microcatheter. It was also reported that ¿[the] delivery wire of the coil was found to be separated from the introducer prematurely.¿ the physician retraced the coil and replaced it with a second 1.00mm x 4.00cm galaxy g3 mini (glm910040 / 1632516s) and a third 1.00mm x 4.00cm galaxy g3 mini (glm910040 / 1502508s) in succession, the second and the third coils were also impeded in the hub of the microcatheter and could not be pushed into the microcatheter. The physician retracted the second and the third coil and replaced it with a fourth coil from another manufacturer to fill the aneurysm and detached this fourth coil. The physician then proceeded to deliver the fifth coil, a 1.00mm x 2.00cm galaxy g3 mini (glm910020 / 2102522s) and observed the delivery wire of this fifth coil in the distal end of the associated microcatheter under imaging (not yet in the blood vessel) but the physician could not observe the fifth coil. The physician then removed the microcatheter and the coil from the patient and found the fifth coil already detached prematurely in the microcatheter. It was then reported that the physician observed that the aneurysm packing has reached a ¿fairly good effect,¿ so the physician did not implant a new coil; the surgery was completed. There was no negative impact to the patient. On 20-mar-2026, additional information was received. The information indicated that the procedure was targeting an unruptured aneurysm on the anterior communicating artery. Per the information, the aneurysm was a recurrent ¿aneurysm rule¿ with a size of 2.8mm x 2.2mm. The information clarified that ¿delivery wire of the coil was found to be separated from the introducer prematurely¿ meant that the coil introducer was separated prematurely from the delivery system; this issue was encountered by all three glm910040 coils. The embolic coil components of all three glm910040 coils were still connected to their respective delivery systems. None of the glm910040 coils stretched when they were removed. For the fifth coil glm910020, the embolic coil prematurely detached at the detachment zone. The embolic coil was not stretched when it was removed; it was not in two or more pieces. There was no evidence of blood flow disruption / reduction in the parent vessel due to the reported issues. The procedure was prolonged by about 10 minutes, but it was without any clinical significance. One video was attached to the complaint file. In the video, the physicians are attempting to advance an embolic coil through a microcatheter; however, resistance was met and the coil could not advance. No separation could be seen from the video. It is unknown what coil was attempted to be advanced while filming the video. Based on the result of the product analysis completed on 14-apr-2026, the event has been determined to be usfda MDR reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 1.00mm x 4.00cm galaxy g3 mini was received contained in the decontamination pouch. Visual inspection was performed. The core wire was observed protruding from the introducer. No additional damage was noted. Microscopic inspection was performed. The proximal end of the embolic coil was observed slightly stretched. The embolic coil was noted to still be attached to the device positioning unit (dpu). The reported issue documented in the complaint regarding the impeded coil could not be evaluated as the protruded core wire could not be advanced through the introducer. Based on this, the separated condition of the delivery wire from the introducer is confirmed. Factors not described in the event description, such as an inadequate flush, may have contributed to the issue encountered during the procedure; however, this cannot be conclusively determined. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The stretched coil was not originally reported, and the exact time of occurrence cannot be determined; therefore, this condition is not considered related to the issue reported. A review of manufacturing documentation associated with this lot (1502508s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following recommendations: if unusual friction is noted within the infusion catheter, remove the detachable coil system. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.